Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open and appeared frayed. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right ic-pc (internal carotid-pos terior communicating) with a max diameter of 5mm and a 3mm neck diameter. It was noted the patient's blood vessel tortuosity was moderate. The blood vessel diameter in the landing zone was 4.1mm distal and 4mm proximal. Dual antiplatelet therapy (dapt) was performed with a platelet reactivity units (pru) level of, "proper value." Postoperative findings related to blood flow imaging noted, "no problems." It was reported that the pipeline was guided to the right m1 through phenom27, and when deployed, tip deployment was poor; therefore, resheathing was performed twice and deployment was attempted again. Because slight opening of the distal tip was confirmed, deployment was continued as is and deployment was advanced to approximately 50%; however, the tip deployment did not change. Resheathed again and deployed to the same spot, but there were no changes. When the tip was checked using 3d in that state, it was confirmed to be in a slightly frayed condition, so it was determined that placing it as is was dangerous, and it was retrieved.the pipeline was not located in the tortuosity of the blood vessel. The pipeline was resheathed 3 or more times. There was no other operation preformed, such as using another device to help deploy the stent. The stent was resheathed and removed from the patient'sbody along with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The product was not used in an infected patient. Pipeline was not used for any indication (off-label use). Ancillary devices include a phenom27 microcatheter